Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the flow diverter was used along with other devices in a clinical trial and the flow diverter was successfully implanted. 15 minutes post procedure , the patient had stroke like symptoms of left hemiparesis, left sided paresthesias, left facial droop, dysarthria. Imaging was performed which showed no evidence of acute intracranial hemorrhage or large territorial infarction. There were no reported device deficiencies during the procedure. The clinical endpoint committee (cec) assessed the event as possibly related to the subject axs catalyst 5 device was used during the procedure, and underlying condition or disease. The event resolved without any treatment. No other information is available.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ae description: post-procedure lkw 1345, at 1400 patient was noted to have stroke-like symptoms of left hemiparesis, left sided paresthesias, left facial droop, dysarthria. CT ordered stat, MRI and tte ordered. The reported patient transient ischemic (tia) is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the flow diverter was used along with other devices in a clinical trial and the flow diverter was successfully implanted. 15 minutes post procedure , the patient had stroke like symptoms of left hemiparesis, left sided paresthesias, left facial droop, dysarthria. Imaging was performed which showed no evidence of acute intracranial hemorrhage or large territorial infarction. There were no reported device deficiencies during the procedure. The clinical endpoint committee (cec) assessed the event as possibly related to the subject axs catalyst 5 device was used during the procedure, and underlying condition or disease. The event resolved without any treatment. No other information is available.